Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removed the coil and the fragments') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("coil expelled out of right side") and back pain ("left side causing me so much pain in my back"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device breakage, device expulsion and back pain outcome was unknown. The reporter considered back pain, device breakage and device expulsion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removed the coil and the fragments') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("coil expelled out of right side") and back pain ("left side causing me so much pain in my back"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device breakage, device expulsion and back pain outcome was unknown. The reporter considered back pain, device breakage and device expulsion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.